Event description:
It was reported that the proximal one third of the stent could not be opened. The over 55% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was selected for treatment. During the procedure, after the non-boston scientific filter was in place, the stent was implanted with 4-30 balloon dilation. However, when the carotid artery stent was withdrawn, it was noted that the proximal one third of the stent could not be opened. The stent shape recovered by 90% after the 5-30 balloon dilation, and the procedure was completed. There were no patient complications as a result of this event.